Manufacturer narrative:
Continuation of d10: product ID 8709, serial# (B)(6), implanted: (B)(6) 2005, explanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the pump replacement was normal.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the aspiration difficulties was unknown.

Manufacturer narrative:
Continuation of d10: product ID: 8709, serial# (B)(6), implanted: (B)(6) 2005, explanted: (B)(6) 2024, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (lioresal) 2000 mcg/ml 116.5 mcg/day via an implantable pump for unknown indication for use. It was reported that the hcp was able to aspirate implanted catheter with some difficulty. The hcp replaced the pump segment of 8709 catheter with 8596sc with similar results so the hcp made the decision to replace entire catheter system and placed a 8780 catheter. The issue was resolved at the time of this report with patient's status being "alive-no injury". The patient's medical history was asked but made unknown and the patient's weight was 215 lbs.

Manufacturer narrative:
Continuation of d10: product ID 8709, serial# (B)(6), implanted: (B)(6) 2005, explanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 28-dec-2006, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.